Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gallbladder removal") and experienced pruritus ("itchy") and dyshidrotic eczema ("dishydrotic eczema"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pruritus, cholecystectomy and dyshidrotic eczema outcome was unknown. The reporter considered cholecystectomy, dyshidrotic eczema, medical device removal and pruritus to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: gallbladder removal, dishydrotic eczema, pruritis, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received. New reporter added. Events added: medical device removal, dishydrotic eczema, itchy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.